Event description:
The clinician said implant was placed in 2005, and removed two months later. The clinician identified the reason of removal as failure-to-osseointegrate resulting from serious bone resorption.

Manufacturer narrative:
The implant was received with a cover screw attached and the implant was not fractured. The implant was examined under 10x magnification and there was not any thread defects noted. The implant was then compared to a radiographic template (l0250 rev 10/03) and was determined to be a 3.5mm x 9mm implant.